Manufacturer narrative:
(B)(6). Occupation: sr. Consultant.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump might be infusing more quickly than her pump rate. The patient stated she changed her cartridge night before and in the morning, the cartridge was almost empty. The error did occur while in use and the patient stated she experienced feeling very hot very quickly but is feeling fine now. The patient was able to switch to her back up pump immediately. The patient's current condition is unknown and it is unknown if the patient ended up needing any medical treatment or had a reoccurrence of symptoms.